Event description:
The customer returned the ultrasound gastrovideoscope to the repair center for a separate issue. However, during the device analysis the ultrasound probe at the distal end was found cracked. There was no patient involvement reorted.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the cause of the crack on the ultrasound probe is traced to expected or random component failure without any design or manufacturing issue due to stress. However, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.